Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the encoder was pushed inside of the epg and that the menu knob was missing. It was noted that the main printed circuit board (pcb) was contaminated. It was also noted that the encoder assembly was contaminated but functional and that the lower case, two case screws, one hanger screw, two output connector nuts and one main pcb screw were contaminated. It was further noted that the upper case, the lower case and the hanger assembly were broken and that the main seal was missing. Furthermore it was noted that the keypad was delaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was dropped, it was noted that the epg was still functional but that a rattling sound could be heard from within the epg. It was further reported that the bottom selector knob had recessed into the epg and that the knob was missing. The epg was returned to service and subsequently tested out of specification during manufacturers analysis. There was no patient involvement.